Event description:
N/a.

Manufacturer narrative:
Updated field: d10, g4, g7, h2, h3, h6, h10. Unique device identification: (B)(4). Failure analysis - the evaluation of thea2000 mayfield 2000 skull clamp confirmed the reported condition. The returned unit did not meet all specific functional test. The hex bushing is worn and the lock still moves after unit is lock down and needs to be replaced. One of the starbursts needs to have the heli coil replaced in it and needs to be machined smooth due to the chipping in the large starburst. The reported complaint was confirmed from the evaluation of the returned product. Parts of the device showed evidence of wear and tear and will be replaced. Pm maintenance and cleaning required at this time. The observed condition is likely caused by wear and tear. The definite root cause cannot be reliably determined.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2020-00581.

Event description:
This is 2 of 2 reports. A customer reported there was movement on the a2000 mayfield 2000 skull clamp when secured to the patient's head. There was no known patient injury or surgery delay.